Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed and no anomalies were found. The analyst commented that visual analysis showed apparent explant damage.

Manufacturer narrative:
Concomitant medical products: ddbc3d1 ICD, implanted: (B)(6) 2015.

Event description:
It was reported by another manufacturer that the patient's right ventricular (rv) lead was explanted and replaced for a product performance issue. No further information was available. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.